Event description:
Boston scientific received information that during a follow-up visit, this left ventricular (lv) lead was suspected to have dislodged due to diaphragmatic stimulation. The lead was tested and showed a loss of capture and r-waves were 4 mv (last check was >25mv). The max output also stimulated the left arm. The lv lead was turned off and the programming was set to avd to avoid right ventricular pacing. No resolution has been made to date.

Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that this lead was explanted during the procedure to implant an epicardial lead. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess lead electrical performance. Measurements throughout testing were within normal limits. Dried blood/body fluid was noted in the lead lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.